Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during a battery check the day of the report the patient mentioned that about a year prior they walked through a security detector at a retail store and felt a jab in their vagina going through their body to their head. There were no known contributing factors. Impedance was checked the day of the report and was within normal limits. Battery life was greater than 50 months. There were no actions taken. The patient was afraid to walk out of the store, but there was no further incident. It was noted it also happened on time at a different store, but it was less severe. The patient remained happy with the therapy, but was somewhat cautious when entering secure areas. It was noted that no surgical intervention was planned or occurred and the issue was resolved at the time of the report. No further complications were reported or anticipated.